Manufacturer narrative:
Despite several attempts from physio-control to get the device returned, the customer did not return their device for evaluation. Physio could therefore not perform a device evaluation, and a cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device switched itself off during transfer of a patient from the cath-lab to the critical care unit (ccu). The device was used to monitor the patient during transfer. On arrival to the ccu, the patient was connected to the bedside monitor. No patient details or information about the patient outcome were provided.